Event description:
The company was informed that the pt experienced a head injury at the implant site. The pt was treated in the operating room.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was unable to gather any further info regarding the head injury. The pt remains implanted. This is the final report.